Event description:
The palmaz stent dislodged and the strut uplifted. The patient is male, (B)(6). The beginning segment of his left vertebral artery to distal-v2 had stenosis with no calcification. During prep, the physician applied negative pressure to the sds. Then he used a 6f guiding catheter via a 0.035" micro-guidewire to reach the left common carotid artery ostial and advanced a 0.014" guidewire to cross through the lesion and reach the v3 segment. After that, the physician used a 2.0 x 9mm balloon to pre-dilate the lesion. Physician then used a palmaz blue 18 x 4mm stent to cross through the lesion. However, the stent could not fully cross through the lesion. The physician decided to withdraw the stent back into the guiding catheter but failed, so he withdrew the stent and the guiding catheter together to the right iliac artery (the puncture site was at the right femoral artery). The physician then tried to withdraw the stent back into the guiding catheter again. Unfortunately, the stent was dislodged from the balloon at this moment. After discussion, the physician changed to use a 8f guiding catheter and ev3 gooseneck snare to successfully take out the dislodged stent. No further treatment was performed, and the patient is in stable condition. After the procedure, the physician inspected the stent and found that the proximal segment of the stent was uplifted. The product will be returned back for investigation.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
It was reported that the palmaz stent dislodged and the proximal struts uplifted during an attempted left vertebral artery stent procedure. The patient is a (B)(6) male. The beginning segment of his left vertebral artery to distal-v2 segment had stenosis with no calcification. During prep, the physician applied negative pressure to the sds. Then he used a 6f guiding catheter via a 0.035" micro-guidewire to reach the ostium of the left common carotid artery and advanced a 0.014" guidewire to cross through the lesion and reach the v3 segment. After that, the physician used a 2.0 x 9mm balloon to pre-dilate the lesion. Physician then used a palmaz blue 18 x 4mm stent to cross through the lesion. However, the stent could not fully cross and the physician decided to withdraw the stent back into the guiding catheter. He was unable to do so, so he withdrew the stent and the guiding catheter together to the right iliac artery (the puncture site was at the right femoral artery). The physician then tried to again withdraw the stent back into the guiding catheter but unfortunately, the stent dislodged from the balloon. The physician changed to an 8fr. Guiding catheter and ev3 gooseneck snare to successfully retrieve the dislodged stent. No further treatment was performed, and there was no reported patient injury. After the procedure, the physician inspected the stent and found that the proximal segment of the stent was uplifted. One non sterile palmaz blue on aviator plus, 4 mm diameter, 40 mm length, on 142 cm catheter was received coiled inside a plastic bag. The stent was hanging from an unknown guide wire that was received with the device. The balloon appears as if it was previously inflated since residues of inflation medium were found in it. The stent was found with the struts uplifted in the distal section of the stent. Crossing profile was not measure since the stent was not placed in its original position. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ dislodged-in patient/while pulling back into gc/sheath was not confirmed since evidence of inflation attempt was found in the balloon. The reported sds/failure to cross could not be confirmed since crossing profile was not measured. The reported stent/struts uplifted was confirmed, the exact cause of the failures reported by the customer could not be conclusively determined; however procedural factors could have contributed to the reported strut uplifted. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.